Manufacturer narrative:
Additional information received that there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair condition with cracked rear housing. The review of event history log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately started double beeping. The customer's reported problem of beeping was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream sensor.

Event description:
Information was received indicating that a legacy ambulatory infusion pump was beeping continuously. No adverse effects were reported.